Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a motor (motor issue) issue. The reporter stated that there was a rewind issue with the pump and it did not rewind to the normal 206 units. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/24/2017 with the following findings: a review of the black box showed occlusion during prime alarms. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no alarms occurred. The motor issue complaint could not be duplicated.